Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that during the procedure with the biopsy kit, they initially used imaging registration to merge with the MRI, but the surgeon reported it to be inaccurate. Unknown what the inaccuracy was. The surgeon proceeded without correcting the inaccuracy, placed the lead, and the imaging confirmation spin showed the lead placement was accurate. They proceeded to the MRI for the laser portion of the case, but the surgeon reported it appeared to be inaccurate. They went back into the or and performed a another imaging registration. When they merged the imaging registration with the MRI, it appeared accurate, and they were able to proceed with the case. It was noted that the surgeon noticed the alleged inaccuracy prior to the procedure, however, post MRI, the merge on the sagittal plane appeared to be off. There was no patient impact or delay.